Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause of the additional failure was cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During the device evaluation, if was found that due to damage on ultrasonic probe, the balloon component cannot be attached correctly on the bronchofibervideoscope. There was no patient involvement.